Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl and diabetic ketoacidosis. Customer alleged that the high bg alerts did not annunciate. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. Customer reported having unspecified liver and kidney damage. Customer was released from hospitalization the following day and indicated the issue was resolved.